Event description:
It was reported that the device and leads were removed due to sepsis. The system was replaced with a temporary lead and temporary pacemaker as the patient is pacemaker dependent. Once the infection has cleared, the temporary system will be removed and the patient will have a new dual chamber pacing system implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.